Manufacturer narrative:
(B)(4).

Event description:
The consumer reported there was a poor communication screen on the patient programmer. The patient was not recently implant or had revision surgery. The patient was told her current battery would last about 3 years and it was implanted on (B)(6) 2013, so it was approaching 3 years. The patient reported a loss of therapeutic effect and stimulation sensation. She could tell the device was turned off and was having a lot of accidents. She initially thought she was having more accidents because she was drinking more over the holidays. This was considered a sudden change in therapy/symptoms. The indication-for-use (IFU) was unknown. No outcome or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer on 2016-01-25 reported that after trying different things, they decided that the battery was dead. They called their health care professional (hcp) and had a new battery installed. The hcp confirmed that the battery was dead. It was further reported by the hcp on 2016-01-29 that they were unable to communicate with the implantable pulse generator (ipg) using the office programming or the patient programmer. The ipg was expired. The patient was taken to the operating room for replacement. This was normal battery depletion. The patient was currently at 8.5 volts on 1+2- and 1+0-. Impedance testing was done and normal.